Event description:
Pt reported experiencing elevated blood glucose (378 mg/dl). She stated that only the outer tubing of her infusion set is torn and no insulin was leaking. Pt stated that her doctor just recently put her on similin for difficulties with insulin absorption and that she only uses her abdomen for her site location.